Event description:
It was reported that during an unknown procedure, the jaw of the device could not be opened after fired 2 times. When the surgeon opened it by force, the blade of the device cannot be moved back. The surgeon used hand sewing to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Damaged firing mechanism evaluation summary: the analysis results found that the device was received with no reload present and with the firing mechanism damaged. No functional test was performed due to the condition of the device. The instrument was disassembled to verify the condition of the internal components and the firing trigger teeth were found damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at finished goods qa. A batch record review was performed and no anomalies were found during the manufacturing process.